Event description:
A hospital in (B)(6) reported that a split was found on the tubing of two bc182 (100mm) infant nasal cannulas during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The nasal tubing provides a nasal interface with a lightweight, flexible extension which attaches to the inspiratory and expiratory circuits and provides a stable prong connection while allowing the patient's head to move freely. The complaint device is currently still in transit to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.